Event description:
It was reported that revision surgery was performed. At revision, the femoral stem was left insitu, and femoral head and acetabular cup were exchanged. Patient reported pain and grinding sensation in hip prior to revision.